Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken grip close cable near the proximal pulleys and proximal clevis cable hold and was sticking out at the instrument's wrist. The idler pulley spun freely and did not exhibit damage. No major wear was found on the proximal clevis cable hold. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken cable on the mega needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.